Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via email that the insulin pump was over delivering insulin. Customer advised during a bolus attempt the device will give the highest bolus amount available. Customer's husband called the paramedics 3-4 years ago because of low blood glucose levels. Customer wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.